Event description:
It was reported that the patient was still recovering in the hospital and tachycardia therapy remained programmed off. No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode, underwent a coronary artery bypass grafting (CABG) procedure. While turning the device back on post procedure, all qrs complexes were being marked as noise on the presenting electrogram (egm). Noise was also observed in primary and alternate sensing vectors. It was noted that the patient was still intubated and was connected to hospital equipment related to the CABG procedure. Technical services (ts) discussed the patient should be considered unprotected or would have a significant delay to therapy and recommended further evaluation when there is less hospital equipment around the patient. The local field representative noted that the device would remain programmed off at this time and a discussion would be had with the physician and facility. No adverse patient effects were reported. This product remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.